Manufacturer narrative:
Device is an instrument and is not implanted / explanted. A service history of the past three years for part # 314.05 with lot # 4452598 has been reviewed. The customer called in a service request for this item on (B)(6) 2016 for broken tip. The item was previously returned for service on aug 30, 2005 due to broken tip. The previous service condition of broken tip is relevant to the current complained issue of broken tip. The manufacture date of this item is jul 30, 2002. The source of the manufacture date is the release to warehouse date. The service history review is confirmed. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a periprosthetic fracture open reduction internal fixation (orif). During the procedure, a cannulated 4.0mm hexagonal screwdriver tip broke off while inserting 7.3 cannulated locking screw. All fragments were retrieved. There was a three (3) minutes surgical delay. No x-rays were taken. The procedure was completed successfully with no patient harm. During the same procedure it was noted a cannulated screw measuring device measured 5mm shorter than the actual measurement. The ruler is only calibrated to 95mm and the tray has screws longer than 120mm. The surgeon used the smallest screw possible in the tray. No additional information provided. Concomitant devices reported: 7.3 cannulated locking screws (part # 02.207.020, lot # unknown, quantity # unknown). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR review for part# 314.05 lot# 4452598, release to warehouse date: 30jul2002, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The 314.05 lot number 4452598 cannulated hexagonal screwdriver was returned and reported to have a broken tip. A visual inspection, functional test, and drawing review were performed as part of this investigation. The device was returned and reported to have a broken tip. This condition is confirmed; the device broke along a jagged fracture surface approximately six millimeters from the distal tip. The balance of the returned device is in otherwise fairly good condition despite its advanced age with only some markings along its length. The condition of the returned 314.05 driver does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. (All measurements have been performed by calipers.) The 314.05 cannulated hexagonal screwdriver is an instrument routinely used in the basic percutaneous instrument set (per technique guide). Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This complaint condition was likely caused by over fourteen years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.